Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery could not be charged. Additionally, the pump battery was depleting quickly and the battery gauge was fluctuating. There was no reported impact to customer's blood glucose level. The customer declined a follow up from tandem technical support and no further information was obtained.